Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited far field oversensing on the right atrial (ra) lead that led to inappropriate mode switches. Technical services (ts) reviewed and recommended potential programming change for the device. This crt-d remains in service. No adverse patient effects were reported.